Event description:
While inspecting a leak on the laboratory's advia 2120i hematology system with dual aspirate autosampler, the customer was splashed on the face with a mixture of blood and rinse solution. The customer was not wearing safety goggles nor a face shield, and she did not know if the splatter hit her eyes. The customer subsequently had her blood tested after the event. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the centering collar and flushed the tubing connected to the centering collar. The manifold tubings were not pinched. After these actions were taken, the cse still observed that there was a slow leak while running samples. The cse changed the coupler manifold and tightened the needle and connector from the tubing at the needle to the selector valve. The leak was fixed after these actions were performed. The customer was not wearing facial protection (safety goggles nor a face shield) while inspecting the system leak. As per the advia 2120i hematology system operator's guide, "all products or objects that come into contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing." The customer did not follow the instructions in the operator's guide and did not wear facial protection while operating the system. The cause of the customer being potentially splashed in the eye is use error. The system is performing according to specifications. No further evaluation of this device is required.